Event description:
A complaint was received regarding duramatrix suturable. The device (duramatrix suturable) had been implanted over one year prior in a patient with chiari malformation. The lot number and product code was not provided. The initial procedure was reported as successful, and an MRI at 4 months post-operation showed no abnormalities. More recently, the patient experienced recurrence of headache, and MRI demonstrated a hole in the duraplasty. Medical intervention was required, and a second ("bring back") surgery was performed on (B)(6) 2024, and was reported as completed successfully. No additional information was provided regarding the outcome of the second surgery or the patient's current status.